Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, cuts and scratches were observed in the cable sheath part. Thus, it was determined that the cable was disconnected due to cuts/scratches. It was also possible that the cable was broken because water entered inside the device from the cuts/scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem was confirmed, caused by a damaged cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported that the display went dark and the field of view disappeared from the monitor when preparing the hd camera head for use in an unspecified diagnostic procedure. The procedure was completed using another device. There were no reports of patient harm.